Event description:
It was reported to nova biomedical that a consumer received a result of 314 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 435 mg/dl and 312 mg/dl. The consumer's mother reported that the consumer experienced a hyperglycemic event. The consumer's mother drove her to the hospital. Over three hours after the consumer arrived at the emergency room, the emergency room nurse performed a blood glucose test with a competitor's brand getting a result of 103 mg/dl. The mother of the consumer could not provide any information on any treatment and/or if any was given to her daughter. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in reported in this event will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.